Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018 20:57:56 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018 20:57:47 (B)(4). Initial notes: customer called informing she received a power error. Inquired what led up to the complaint. Customer response: customer replaced battery and received power error detected and cleared error pressing ok. Power error detected t/s per (B)(4). Explained the internal power source in the pump is unable to charge. The pump is operating on the aa battery only. Customer reports pump has not been exposed to temperatures below 41°f (5°c). Customer isn't using a 620g/640g pump with software version 2.6. Customer previously called to report power error detected. Adv to d/c from the pump. Adv to clear error by selecting ok. Adv to remove the aa battery from the pump and monitor the notification light. Notification light did not immediately stop flashing. Adv the customer they will need to go through the following steps after the call ends: remain d/c and wait for notification light to stop flashing, which will require approx. 10 minutes. Insert a new (fully charged) aa battery. Clear the power loss alarm. Update the pump's time and date as needed. Complete the reservoir and tubing process. Explained the process should resolve the power error detected condition. Adv to monitor the pump and call back if the error recurs. Customer's outcome pertaining to the complaint: advised cust to replace battery after 10 mins and to call back if error recurs. Ship: nothing / return: nothing